Event description:
The customer reported to olympus, the hf-resection electrode, is deformed or twisted and the combination with a working element is not possible or the freedom of movement in the resectoscope is severely restricted. The issue was found during a diagnostic myomectomy procedure. Inspection and testing of the returned device found the wire at the distal end is broken. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the wire at the distal end is broken, there was a slightly misaligned electrode due to possible impact/excessive force, a damaged distal end due to possible excessive mechanical force, and electrode with no wire at the distal end due to possible excessive mechanical force during the procedure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information in b5 and correction to updated field: corrected field:

Event description:
The procedure was completed with another device.